Manufacturer narrative:
(B)(4). Although requested, the connector has not been received. A f/u report will be submitted with failure investigation results should the connector be returned for eval.

Event description:
The customer reports a leaking valve on the mp1000-c connector during a CT scan in radiology. Specific details surrounding this event were not provided. There was no report of pt harm or medical intervention. The customer states that no further pt/event info is available.